Event description:
The customer reported that the device freezes temporarily and touch functions not working. It is unknown if the device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device freezes temporarily and touch functions not working. It is unknown if the device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.